Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. During the hospitalization, the customer changed the infusion set, but continued to experience elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.